Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced crimped cannula events. The event occurred after three hours of insertion. The infusion set was in use for 6 to 8 hours. The infusion set was inserted at back. No further information was available.